Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this defibrillator was explanted due to premature battery depletion. Longevity not as expected after elective replacement indicator (eri). Physician mentioned patient¿s device met eri. Scheduled for battery replacement but found device at end of life (eol) when interrogated in clinic. Reportedly at battery replacement, device at eri. No additional adverse patient effects were reported.